Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-aug-2023 h6: investigation summary our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of connection issues and leakage were not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no visible abnormalities or defects. The sample was also tested for proper connection and leakage. The sample had water introduced into it with the non-bd syringe also returned, and no leakage was observed. The connection was proper and no defect was observed. Bd could not determine a manufacturing related root cause since the reported defects were not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd q-syte ¿ extension set was not firmly attaching and leakage was occuring. The following was received by the initial reporter: verbatim: the hospital pharmacy has received multiple complaints regarding product 385151 (q-syte ext.set micro 6" a50) with the explanation that they have detected leakage at the part where the extension set meets the IV cannula. They believe that the luer attachment of the extender does not match perfectly with the luer attachment of the IV cannula, despite the fact that both devices are securely fixed with a threaded screw. They noticed that the threaded screw of the article with the catalog number 385151 is not tightened firmly enough on the IV cannula. It should be noted that they are using bd brand cannulas.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte ¿ extension set was not firmly attaching and leakage was occuring. The following was received by the initial reporter: verbatim: the hospital pharmacy has received multiple complaints regarding product 385151 (q-syte ext.set micro 6" a50) with the explanation that they have detected leakage at the part where the extension set meets the IV cannula. They believe that the luer attachment of the extender does not match perfectly with the luer attachment of the IV cannula, despite the fact that both devices are securely fixed with a threaded screw. They noticed that the threaded screw of the article with the catalog number 385151 is not tightened firmly enough on the IV cannula. It should be noted that they are using bd brand cannulas.